Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828814pl) was implanted on an unknown date. The surgeon stated that the valve was set to 8 but draining at 20 cm h2o. The valve was retrieved and replaced on (B)(6) 2022.

Manufacturer narrative:
The certas valve (ID 828814pl was returned for evaluation. Unique device identification (UDI): (B)(4). Failure analysis - the position of the cam when valve was received was at setting 7. The valve was visually inspected, no defects noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any functional issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due incorrect reading of the valve setting. (Reported by customer valve was at setting 8, valve was received at setting 7).

Event description:
N/a.